Event description:
Device history record was reviewed and nothing linked to the reported event was observed. Device log was reviewed. Check of air volume occurrences was done. Sn: (B)(6): no air volume alarm is recorded history data is insufficient to confirm events described in complaint. Device was sent to brézins for investigation. Nothing was noticed during external visual check. Several functional tests were carried out and all performed within specifications. Test 1: air detection sensor level verification. Test 2: air detection functional verification. Test 3: accuracy flow rate measurement @ 50 ml/h - vtbi 500 ml air detection was compliant compared to air settings. Note: drop sensors alarms indicated infusions with sensor connected. The end of bag is also detected with upstream sensor, but in case of drop sensor use, this detection is disabled (per IFU). Complementary tests were performed @ 100 ml/h for end of bag detection, bag filled at around 150 ml (around 1.5 hrs). Test results: without drop sensor: upstream alarm is triggered in first. With drop sensor: low flow alarm (drop sensor) is triggered in first . The reported event could not be reproduced, no technical cause could be identified for both devices as nothing could be detected during investigation. This complaint is not valid. No action was initiated for this issue as per our local procedures.

Event description:
Air in line, not detected by pump (clear bubble size 8 cm, runs to the patient without alarm of the pump; drop chamber empty, no alarm).